Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue was discovered on (B)(6) 2012 at 5:30pm. Approximately 15 minutes prior, the patient stated she began feeling sweaty. The patient informed the cca that she ate "her normal peanut butter toast" soon after she was unable to test with the subject meter. At the time of troubleshooting, the cca noted that the subject meter powered on manually (when a button was pressed) but did not power on when a test strip was inserted. The alleged issue remained unresolved. Replacement products were sent to the patient. Although the patient developed a symptom suggestive of a serious injury, there is no indication that the alleged meter issue caused and/or contributed to this injury. The patient was reportedly already symptomatic prior to when the power issue began. In addition, there was no delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The subject meter has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins 4 and 5 lifted high. The test strips involved with this complaint have also been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510k # is k073231.